Event description:
It was reported that prior to a coronary artery stenting procedure, stent damage was observed. The lesion being treated is unknown. The physician was attempting to place a 2.50x24mm taxus express2 stent in the lesion. However, it was noted that the "stent struts bent, before entering body."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.